Event description:
It was reported that the procedure was to treat the 100% stenosed left superficial femoral artery (sfa) with moderate calcification and minimal tortuosity. Pre-dilatation was performed with a 5x120 mm armada percutaneous transluminal angioplasty (pta) catheter and a dissection was caused; however, this was a controlled process and the dissection was treated with a balloon dilatation catheter. The 5x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion. Upon attempting deployment, there was stickiness in the thumbwheel. The stent partially deployed and a portion of the stent separated. The delivery system was removed as a single unit but a portion of the stent remained in the lumen of the artery, in front of the target lesion. A 5x120 mm armada pta catheter was used to inflate the separated portion of the stent. After the unsuccessful deployment of the first stent, a second, same size absolute pro sess was advanced to the lesion. During the attempt to deploy the stent, the thumbwheel jammed and the stent began to deploy in a deformed way. The delivery system was removed with the stent. There was no adverse patient sequela. Subsequent to the initially filed MDR, it was reported that the first armada used was an armada 35. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction, and the product was not returned. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of vascular dissection is listed in the armada 35 / armada 35 ll, percutaneous transluminal angioplasty (pta) catheter instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, unexpected medical intervention appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional absolute pro devices referenced in b5 are filed under separate medwatch report numbers. The part/lot for the armada are unknown as the information was not recorded and the packaging was discarded.

Event description:
It was reported that the procedure was to treat the 100% stenosed left superficial femoral artery (sfa) with moderate calcification and minimal tortuosity. Pre-dilatation was performed with a 5x120 mm armada percutaneous transluminal angioplasty (pta) catheter and a dissection was caused; however, this was a controlled process and the dissection was treated with a balloon dilatation catheter. The 5x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion. Upon attempting deployment, there was stickiness in the thumbwheel. The stent partially deployed and a portion of the stent separated. The delivery system was removed as a single unit but a portion of the stent remained in the lumen of the artery, in front of the target lesion. A 5x120 mm armada pta catheter was used to inflate the separated portion of the stent. After the unsuccessful deployment of the first stent, a second, same size absolute pro sess was advanced to the lesion. During the attempt to deploy the stent, the thumbwheel jammed and the stent began to deploy in a deformed way. The delivery system was removed with the stent. There was no adverse patient sequela. No additional information was provided.